Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the event occurred on (B)(6) 2017 during a craniotomy surgical procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. (B)(6). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not working was confirmed. An assessment was performed which found that the device failed the cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. During repair, it was determined that the bearings were worn out and loose creating a situation whereby the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings (normal wear). The drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and come into contact with the neuro-tip leg. The damage was caused by user error. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation, it was determined that the device failed the cutter insertion test due to worn out bearings and the neuro-tip leg was drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.